Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the turbohawk fractured during delivery, prior to cutting. There is no reported patient injury. Evaluation summary: the turbohawk ths-ls- c device was received for evaluation without the cutter driver. The distal tip assembly was separated at the hinge (between the shaft adaptor and housing). The pin welds of the housing component exhibited a severe fold of one pin and noticeably reduced material deformation at the other weld. The hinge cavities of the shaft adaptor exhibited material deformation indicating that the housing pins were forced tensionally with a bend bias approximately perpendicular to the hinge track that overwhelmed the material strength of the hinge components. The tip assembly was attached to the turbohawk device by the driveshaft assembly. There was an accumulation of shaved ramp debris found in the hinge cavity with the noted material deformation.